Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Device details have been updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical trail procedure on (B)(6) 2019 that was abandoned due to the physician's inability to implant the lead because of the patient's anatomy. Patient referred to a different physician and was confirmed stable post procedure.